Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3a., b4, b5, d4 (serial number, expiration date, primary unique device identification (UDI) number), d6a., g3, g6, h2, h4.

Event description:
It was reported that a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 3 months due to leaflet damage. The explanted device was replaced with a 11500a aortic valve. Per physician, it was noted there was a perforation/hole on one of the leaflets found during the hemi arch replacement procedure. It is believed to be caused by corknot.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (type of investigation).

Event description:
It was reported that a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 3 months due to leaflet damage and stenosis. The explanted device was replaced with a 25mm 11500a aortic valve. Per field clinical specialist, the surgeon informed him there was a perforation/hole on one of the leaflets of the 3300tfx valve and believes it was caused by cor knot device. Per medical records, the patient presented with ascending aorta aneurysm and underwent proximal hemiarch replacement with 30mm terumo graft, redo avr and laa lig atriclip. Intraoperatively the aortic valve was inspected, and a perforation was noted in one of the leaflets. The valve and cor knots were removed. A 25mm 11500a valve was implanted with pledgeted sutures in a horizontal mattress fashion and secured with cor knots; the valve seated well onto the annulus. After aortic aneurysm repair and hemostasis obtained, the patient transferred to the ICU. On pod #6, the patient was discharged.

Manufacturer narrative:
Image evaluation: customer report of perforated leaflet was confirmed through image evaluation. One color image of explanted valve outflow aspect was provided. One of the valve leaflets appeared to have a perforation at the cusp area and was beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Suture fasteners and sutures were not observed on the sewing ring from the provided photo. Wireform also appeared exposed at one of the valve commissures. Sewing ring cloth appeared cut under one of the commissures. H11: corrected data: a1

Event description:
It was reported that a 25mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 3 months due to leaflet perforation and stenosis. The explanted device was replaced with a 25mm 11500a aortic valve. Per field clinical specialist, the surgeon informed him there was a perforation/hole on one of the leaflets of the 3300tfx valve and believes it was caused by cor knot device. Per medical records, the patient presented with aortic stenosis and ascending aorta aneurysm and underwent proximal hemiarch replacement with 30mm terumo graft, redo avr and laa lig atriclip. Intraoperatively the aortic valve was inspected, and a perforation was noted in one of the leaflets, so decision was made to explant the valve. The valve and cor knots were removed. A 25mm 11500a valve was implanted with pledgeted sutures in a horizontal mattress fashion and secured with cor knots; the valve seated well onto the annulus. After aortic aneurysm repair and hemostasis obtained, the patient transferred to the ICU. On pod #6, the patient was discharged.

Event description:
It was reported that a 27mm 3300tfx aortic valve was explanted after an implant duration of approximately 8 years due to leaflet damage. The explanted device was replaced with a 11500a aortic valve. Per physician, it was noted there was a perforation/hole on one of the leaflets found during the hemi arch replacement procedure. It is believed to be caused by corknot.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). If the surgeon does not cut sutures close to the knot, excess suture tails may result in abrasion, perforation, or damage to the leaflet. This may require an exchange of the device. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Attempts to retrieve additional information were unsuccessful. H11: corrected data: h6 (component code).